Manufacturer narrative:
Concomitant medical products: logic femoral ps cem right sz 5 (cat# 02-010-01-0350). Lgc tibial fit tray cem sz 5f / 5t (cat# 02-012-45-5050). Three peg patella 38mm (cat# 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately ten years post initial tka, the (B)(6) male patient has very minimal bone lysis under the medial tibial base plate. Event is ongoing. Per clinical study case report form indicates this event is possibly related to devices and/or procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the osteolysis reported may have been the result of patient-related conditions and/or prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.